Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The up arrow and down arrow keypad buttons were unresponsive during testing. The ok and contrast keypad buttons were intermittently responsive during testing. There was evidence of moisture and corrosion under the up arrow, down arrow, and ok button key contacts. Investigation revealed that all button key contacts intermittently spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were unresponsive. The pt reported that the keypad buttons are unresponsive. She noted that the buttons still click when pressed. The pt confirmed that the rubber keypad is intact; stated that the pump is exposed to pool water; and denied exposing the pump to cleaning products.